Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant 694765, implantable tachy lead, (B)(6) 2007; 407652, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient experienced ventricular tachycardia after device pacing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced ventricular tachycardia after device pacing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.